Event description:
The customer reported via phone indicating that the insulin pump alarm sensor error. Customer's blood glucose was 79 mg/dl. After troubleshooting was done, customer was advised to do a test plug procedure and test passed. Customer was advised that we would repalced sensors. The customer was advised and explained the proper insertion and enhanced taping methods.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed bicarbonate buffer test. The sensor passed per specification due to accurate readings. Unable to confirm insertion complaint due to the customer not returning the needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.